Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to erosion of the cuff through the vaginal wall and a pin point leak in the cuff, the patient had his artificial urinary sphincter (aus) 9.0 cm cuff removed. The surgeon left the balloon and pump still implanted inside the patient. The surgeon repaired the tissue at the erosion location. The physician stated that in 2 months the patient will be re-implanted with a new cuff. It was further reported that the because of the erosion was due to the patient's previous surgeries and cancer treatment, and the physician believes the erosion occurred due to very thin vaginal wall tissue under pressure by the bladder neck." The onset of the erosion is unknown and there were patient symptoms related to the fluid leak in cuff. The patient is stable after this surgery but it without any cuff connected to the implanted system due to the removal of the cuff. The physician repaired the eroded tissue and will be given several months to heal before implanting a new cuff.

Manufacturer narrative:
A perforation and fluid loss were reported. The ams800 occlusive cuff was visually inspected and microscopically examined. The cuff was measured, and the device size was consistent with the reported information. There was a pinhole leak in the occlusive cuff shell. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Analysis confirmed the fluid loss due to wear. However, the erosion is unable to be confirmed. Correction to if follow-up, what type, device evaluated by MFR: updated to include device analysis.

Event description:
It was reported that due to erosion of the cuff through the vaginal wall and a pin point leak in the cuff, the patient had his artificial urinary sphincter (aus) 9.0 cm cuff removed. The surgeon left the balloon and pump still implanted inside the patient. The surgeon repaired the tissue at the erosion location. The physician stated that in 2 months the patient will be re-implanted with a new cuff. It was further reported that the because of the erosion was due to the patient's previous surgeries and cancer treatment, and the physician believes the erosion occurred due to very thin vaginal wall tissue under pressure by the bladder neck." The onset of the erosion is unknown and there were patient symptoms related to the fluid leak in cuff. The patient is stable after this surgery but it without any cuff connected to the implanted system due to the removal of the cuff. The physician repaired the eroded tissue and will be given several months to heal before implanting a new cuff.